Event description:
It was reported that during an a-fib procedure, the variable lasso catheter was tied in a knot distally around the chordae tendineae. It seemed to be a very anterior transseptal puncture resulted in the lasso falling easily into the left ventricle. The physician was notified that the variable lasso was in the left ventricle about 5 minutes before the event. While acquiring fam map of the left atrium, the tip of the lasso was caught on the mitral valve apparatus, and the physician was trying to perform various push/twist/pull maneuvers when it was noted the distal tip of the catheter was tied in a knot and was irretrievable at that point. The patient was intubated during the procedure and was transferred in stable condition to the operating room (or) for CT surgery. The lasso catheter was successfully removed and the patient was fully recovered and discharged from hospital in stable condition following the routing postoperative hospital course. The physician opinion regarding the causality of the event was possible device related. The physician was warned of the catheter location in the lv prior to the event. Also, the physician implied that the lasso could be very dangerous if caught in the ventricle. In addition, the physician was also advised that the lasso catheter is not FDA approved or recommended by bwi for the use in the lv.

Manufacturer narrative:
Product analysis could not be performed since the product was not returned to bwi for analysis. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: us catalog #: fg540000, serial #: (B)(4); stockert 70 system: us catalog #: s7001, serial #: (B)(4); cool flow pump: us catalog #: cfp002, serial #: (B)(4); navistar rmt thermocool: us catalog #: nr7tcsiy, lot #: 15637715m; soundstar us: catalog #: sndstr10, lot #: unknown; bard cs catheter. (B)(4).